Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 24 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed. Immediately following the deployment of the device, a thrombus formed on the distal end of the system. The physician applied 60 cc syringes to the wds and was and first, aspirated through the wds. When the wds was inside of the was, he aspirated through the was until the 60 cc syringe was full. They examined the wds and observed a thrombus adhered to the distal aspect of the core wire. Heparin had been administered immediately after the transseptal puncture and the activated clotting time (act) was performed and found to be 255 sec during the deployment. The patient was recovered in the pacu and a stroke assessment was performed. The patient responded appropriately during the exam, exhibited no symptoms of stroke and was discharged the following day without incident.